Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) h3:yes serial# (B)(6) yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: six (6) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of log files could not be performed since log files were not available for analysis. Internal inspection of the batteries did not reveal any anomalies. Failure analysis of the batteries (B)(6) revealed that the units passed visual inspection and functional testing. The batteries were able to adequately charge on a test battery charger and provide power to a test controller. Failure analysis of (B)(6) revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic) that monitors the battery and reports information to the controller. As a result, the reported inability of (B)(6) to charge was confirmed. The reported power consumption event could not be confirmed for (B)(6) ; however, the inability of the battery to charge could have been perceived as the reported ¿battery not holding a charge". The reported power consumption and not charging events could not be confirmed for (B)(6). Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: ICD:dvfc3d4 implant date: (B)(6) 2020 lead:6935m55 implant date: (B)(6) 2020. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date: 31-oct-2023 / (B)(6). UDI #: (B)(4). Yes return date:12-jul-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-oct-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date: 31-oct-2023 / (B)(6). UDI #: (B)(4). Yes return date:12-jul-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-oct-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date: 31-oct-2023 / (B)(6). UDI #: (B)(4). : yes return date:12-jul-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-oct-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date: 31-oct-2023 / (B)(6). UDI #: (B)(4). Yes return date:12-jul-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-oct-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650 / catalog #:1650/ expiration date: 31-oct-2023 / (B)(6). UDI #: (B)(4). Yes return date:12-jul-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-oct-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported eveh6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging and were not holding a charge. The batteries were exchanged. No patient complications have been reported as a result of this event.